Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement for normal end of life (eol), all electrical parameters were stable and in range and fluoroscopy of the lead revealed no anomalies. The device was replaced and noise that resulted in oversensing appeared on the right ventricular (rv) lead. The rv lead was replaced to resolve the event and the patient was stable.